Manufacturer narrative:
Method: review of the device manufacturing record history. Results: review of device manufacturing record history confirmed device met pre-release specifications. Conclusions: the engineering evaluation confirmed the distal shaft was broken at the transition. The guidewire was not attached. It could not be determined if there were anomalies attributable to the manufacture of the device.

Event description:
Three gore viabahn endoprosthesis were used to treat a non-gore in-stent restenosis in the pt's right superficial femoral artery. Access was gained through the contralateral leg. The first device was advanced through a 6fr balkin sheath over a .014" platinum guidewire and deployed without incident. The second device was deployed without incident. However, during removal of the delivery catheter, the catheter got stuck on the guidewire so they were removed together. The physician attempted to insert another guidewire but encountered resistance. Upon further examination, the delivery catheter's distal shaft was found inside the hemostatic valve of the sheath. A hemostat was used to remove the distal shaft from the hemostatic valve. The third device was successfully deployed without incident. There were no adverse consequences to the pt.